Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure that the e-100 was not lighting up. The energy cable was reportedly unplugged in the back on the e-100, but after the site plugged it in and used it for about 2 hours, the e-100 shut off. The caller tried powering the e-100 off/on by flipping the breaker switch, but that did not resolve the issue. The caller said they would try a new outlet when they were back in the room. The customer plugged in the erbe and continued with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The unit was returned for failure analysis but the reported failure could not be replicated. This unit was installed into the test system and it worked fine with a synchroseal instrument installed. There was a saline-dipped gauze in the jaws of the synchroseal during testing, and was activated about 100 times. The e-100 generator worked fine. A log review confirmed the procedure date of (B)(6) 2022 on system sk5019. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to the erbe generator after the start of the procedure due to the e-100 generator not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.